Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was implanted on (B)(6) 2019. Upon review post operation, it was revealed that the right ventricular lead exhibited high out of range pacing impedance, r-wave amplitude variation, and high capture due to an issue with the lead not screwed into the device correctly. Lead was re-seated into the header during revision procedure on (B)(6) 2019. Patient was stable post procedure.